Event description:
It was reported that the pt experienced an overstimulation sensation that was described as a surge while she was laying down. There was no other equipment in her home that was running at the time of the event. The pt attempted to turn the stimulator off, but was unable to with her pt programmer. The pt was admitted to the hospital. Pt treatment and outcome were not reported. Additional info has been requested from the health care provided, but was not available as of the date of this report.

Manufacturer narrative:
The pt programmer was returned. Analysis revealed a broken antenna jack. The neurostimulator and lead remain implanted.